Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/4/24. On (B)(6) 2024, the user was hospitalized for hypoglycemia with a recorded blood glucose level of 25 mg/dl. The patient experienced loss of consciousness, a body temperature drop to 94°f, and required ems transport. Prior to hospitalization, the user treated the low with three juices, but recovery was unsuccessful, leading to the ER visit. Treatment at the hospital included glucose tablets, d5 infusion, and a warming blanket. The user was discharged the same day. Ilet data reports indicated the ilet delivered only 0.2 units of insulin over 12 hours with no meal announcements or external insulin injections, and the patient was asleep prior to the event. The user's healthcare provider (hcp) and beta bionics team reviewed the event but could not determine a clear cause for the hypoglycemia. After discharge, the user confirmed no issues with the ilet and declined further assistance. The ilet system is now functioning properly.